Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was receiving insulin flow block alarms. She changed the entire infusion set, insulin, and site three to four times that day. Customer's blood glucose level was 400 mg/dl. The alarm was resolved by changing the complete set. The alarm was caused by a connection issue. The device was not returned.